Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. Corrected fields: e1. The device was returned to olympus for inspection, and the reported failure was confirmed. Error e03 - excessive pressure when inflated was identified due to a failure to the circuit board from an offset abnormality in the high-voltage sensor. In addition, the following reportable malfunctions were identified during the device evaluation: error e03 - excessive pressure, circuit board malfunction - pressure sensor-pressure sensor circuit. A root cause could not be identified. Based on the results of the investigation, it was likely that a material or chemical problem led to the malfunction of the error e03 - excessive pressure and unexpected shutdown, however, the cause was not established. Regarding the circuit board malfunction, it was likely a degradation issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high insufflation unit exhibited an error sound causing an emergency stop, causing the restarting power supply. The intended gastrointestinal surgery was completed without replacing the device. There was no report of patient harm.